Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is lot number: unknown. What was being done when needle pulled off: surgeon passing needle through tissue. Was needle pieces removed during procedure: yes. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.